Manufacturer narrative:
Additional procode: hwc. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for a humerus condylar fracture with the plate. The surgeon didn¿t use the trial plates and when he postured the patient, he applied the intensifier to the implant case and chose the implant size. The surgeon chose the 04.117.303s at the posterolateral side and 04.117.502s (medium size) at the medial side. The surgeon secured the plates, but the plate ends were aligned to each other and he removed the 04.117.502s (medium) and secured another plate (4holes, long size). The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) 2.7/3.5mm ti va-lcp medl dstl hum pl/2h/lt/82mm-med-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary according with the information received, were the plate ends of the two implanted plates aligned to each other and therefore he removed the received plate 04.117.502s (medium) and secured another plate (4holes, long size) instead. No trial implants were used to place the plates. Based on the complaint description is there no allegation against the received plate, it was just replaced because a longer plate would provide a better fixation. During the visual evaluation of the device, no apparent damage or anomalies were observed. There are just slight wear marks at some of the locking threads visible, these marks can be traced back to the insertion of the locking screws when the plate was placed. Otherwise is the plate in a good condition with no visible damages. The mentioned alignment to each other cannot be confirmed with the received plate. Also it cannot be confirmed with provided x-ray as this pictures shows the situation after the surgery with the longer plate which was used instead of the received device. As part of our quality process, the manufacturing records of this lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Device history lot product code: 04.117.502s lot number: 44p1085 manufacturing site: mezzovico release to warehouse date: apr 20, 2020 expiry date: apr 1, 2030 a manufacturing record evaluation was performed for the not finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: h3, h6.